Event description:
A volume discrepancy was reported. The actual reservoir volume was 20ml while the expected reservoir volume was 2ml. A catheter access port (cap) dye study was performed and was negative. Per the reporter, the catheter was not re-primed after the dye study. The pt was symptomatic with increased tone for a short time. The pump logs were not checked for alarms. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).